Event description:
The pt's explanted device was sent to cochlear ag with a note that the device was explanted due to skin flap infection and extrusion. Cochlear ag had not been informed of the pt complaint or the explantation. F/u info was requested from the surgeon but has not been rec'd.